Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal cramps, constipation, and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was due to the patient line clamp not being open and air entering the patient line. On an unknown date during hospitalization, the patient began treatment with vancomycin intraperitoneally (dosage, frequency, and duration not reported), cefazolin intraperitoneally (dosage, frequency, and duration not reported), and zosyn intravenously (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, therapy with intraperitoneal vancomycin and intraperitoneal cefazolin was discontinued and on an unknown date during the hospitalization therapy with intravenous zosyn was discontinued. Beginning on the day of hospital discharge, the patient began treatment with oral levaquin (dosage, frequency, and duration not reported) for the peritonitis event. Treatment with oral levaquin was ongoing. Dianeal and extraneal therapies were ongoing. After nine days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. This report involves the same patient as in (B)(4). An incomplete prime with a closed patient line clamp is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.